Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product evaluation will be done as the reason for revision was infection.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to deep infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-02109 / 02112).